Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to (B)(6) 2019 and insulin pump had under delivery. The customer¿s blood glucose level was 400 mg/dl at the time of hospitalization. The customer experienced bad headache due to high blood glucose. The customer was treated with intravenous insulin and injections. Based on customer report customer does allege pump was under delivering because the units showing on the insulin pump was not accurate as per customer. Customer declined to perform a carelink upload. The customer declined troubleshooting for high blood glucose value. The insulin pump and reservoir both will not be returned for analysis.